Manufacturer narrative:
A ge service representative performed an on site investigation. The high level fluoroscopy was calibrated to below the 17.23 r/min with backscatter included. Also, the system was calibrated to 10.53 r/min with out backscatter. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the systems' radiation protection found in high level fluoroscopy was over the 17.23 rads per min with backscatter. No report of patient or staff injury.